Manufacturer narrative:
Other, other text: h6 codes updated. Device evaluation: one device was returned for investigation in used condition. Visual inspection found a cracked tank enclosure and tank cover, and a broken front cover. The tank was then filled with water, attached a temp check and plugged in line cord and attempted to turn on the power. The device did not turn on confirming the customer complaint of no power. This was caused by damage to the connection between the power switch and the printed circuit board. The device was deemed beyond economical repair and will be scrapped. Manufacturing device history review was not done as the device was beyond a year from the manufacturing date. Service history review identified this device had not been in for service previously.

Event description:
It was reported, that the device will not turn on. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.